Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was to trial a neurostimulator. It was reported that the doctor was doing a single lead trial and when the rep checked impedance inter-operative values were out of range. The rep changed the reference electrode, the rep changed the multi-lead trialing cable (mltc), and the doctor changed the lead, but there were still high impedance values. The rep said they were going to wait and see if this was just a temporary high impedance issue due to the implant. Additional information was received from the rep. It was reported that when they tried the new mltc it did not resolve the issue. After they pulled the lead and placed a new one they did not get response, but noticed reduced impedance. They placed a second lead for coverage purposes which also had high impedance values. Out of the operating room at 4-5 volts the patient was getting response. It was noted that the rep asked about cases with temporary high impedance and if the manufacturer was working on anything to resolve the issue. The rep was going to return the product. No further complications were anticipated.

Manufacturer narrative:
Analysis of the lead, unknown lot #, found no anomalies as it passed all functional testing. The main component of the system and other applicable components are: product ID: 37022, product type: external neurostimulator . Product ID: 355531, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s trial went well and that they were going to proceed with the permanent implant. No further complications were reported or anticipated.